Event description:
As reported via cypress study, a patient experienced elevated cardiac enzymes and troponin t post index procedure that was diagnosed as an mi. At the time of index procedure, the angiography revealed two vessels diseased out of which only one vessel was treated. The indication for the procedure was positive functional test for ischemia. The mid right coronary artery was described as 15mm in length, class b1, and de novo with 70% stenosis. The reference vessel was 2.75mm in diameter. The lesion was treated with a 3.5 x 18mm cypher over the wire at 16atm pressure. The stent was post-dilated with a 2.75 x 16mm balloon at 18atm pressure. There were no procedural or angiographic complications and the patient was discharged the following day. It was reported that ck level was elevated at 262 (204 unl), ck-mb was elevated at 20.7 (6.4 unl), and troponin t was elevated at 0.16 (0.03 unl) 16-24 hours post index procedure. The patient also experienced periprocedural mi and underwent no treatment. It was reported that the event of mi was resolved without sequelae. According to the investigator, the mi was not related to the cypher stent or study drug, but probably related to the index procedure.

Manufacturer narrative:
Concomitant medications included aciphex, advair, aspirin, bivalirudin, cardizem, plavix, heparin, hmg coa reductase inhibitors, and ventolin. Complaint conclusion: as reported via cypress study, a patient experienced elevated cardiac enzymes and troponin t post index procedure that was diagnosed as an mi. This is a (B)(6) male with medical history including positive functional study for ischemia, hyperlipidemia, hypertension, chronic pulmonary disease, smoker (greater than 30 day), skin rash, history of allergy, s/p prostatectomy, allergic to sudafed with rash response and prostate cancer. At the time of index procedure, the angiography revealed 2 vessels diseased out of which only one vessel was treated. The indication for the procedure was positive functional test for ischemia. The mid right coronary artery was described as 15mm in length, class b1, and de novo with 70% stenosis. The reference vessel was 2.75mm in diameter. The lesion was treated with a 3.5 x 18mm cypher over the wire at 16atm pressure. The stent was post-dilated with a 2.75 x 16mm balloon at 18atm pressure. There were no procedural or angiographic complications and the patient was discharged the following day. It was reported that ck level was elevated at 262 (204 unl), ck-mb was elevated at 20.7 (6.4 unl), and troponin t was elevated at 0.16 (0.03 unl) 16-24 hours post index procedure. The patient also experienced periprocedural mi and underwent no treatment. It was reported that the event of mi was resolved without sequelae. According to the investigator, the mi was not related to the cypher stent or study drug, but probably related to the index procedure. The stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15107479 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.